Event description:
Manufacturer ref # 2184149-2022-00133. During an atrioventricular reciprocating tachycardia procedure, an impedance issue occurred causing a delay. When using ensite precision and the atakr genconnect, the connection was unsuccessful. The rf generator was replaced with a stockert and the impedance baseline was high in the left atrium. The impedance baseline was checked without the genconnect and the values were 100 ohms less. The genconnect was replaced and the issue was resolved. The procedure was completed without patient consequences.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6. One genconnect, medtronic atakr was received into the lab for investigation. Visual inspection of the returned product confirmed the reported issue as the ablation catheter connector port was found to be loose and dislodged from the housing with the retaining bezel, or collar, not returned for investigation. The remaining input and output connectors are free of physical damage and all labeling is legible and correctly oriented. No functional testing was performed due the physical damage previously noted. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a dislodged ablation catheter connector port. The issue will continue to be monitored.